Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the humidifier water chamber and tubing. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer visually inspected the device internally. The manufacturer found evidence of a white contamination inside the blower box and blower seal. The manufacturer found evidence of black contamination consistent with keratin by the air outlet as well as mineral deposits on the blower moter and blower box. There was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed and found no errors logged. The manufacturer concludes the device has evidence of a white contamination and a black contamination consistent with keratin. There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on 08/24/2023, and section h11 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the water chamber and tubing related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about alleged dry cough and nasal/throat irritation or soreness. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.